Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve slipped out of the hard plastic orange hub but did not break in pieces. The valve did not seal the sheath anymore. The incident happened during a mapping catheter was inside the sheath and the physician applied contrast agent into the lspv. The hemostatic valve slipped out of the hard plastic orange hub but did not break in pieces. The valve did not seal the sheath anymore. The valve was detached from the sheath and wrapped around the catheter. There was no blood return observed and to the physician¿s knowledge there was no air entering the patient¿s body. The issue did not require percutaneous or surgical removal. The physician changed the sheath and finished the procedure without harm to the patient. The procedure was successfully completed with no patient consequence. Device evaluation details: the sheath was returned to biosense webster for evaluation. Bwi conducted a visual inspection and irrigation evaluation of the carto vizigo sheath visual analysis of the returned sheath revealed that no damage or anomalies were observed on carto vizigo sheath. The sheath was connected to the cool flow pump in order to verify if the hemostatic valve leaked, however, no leakage was observed. A device history record was performed for the finished device 00001601 number, and no internal action related to the complaint was found during the review. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: - use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. - do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. The event described could not be confirmed as the as the sheath performed without any issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve slipped out of the hard plastic orange hub but did not break in pieces. The valve did not seal the sheath anymore. The incident happened during a mapping catheter was inside the sheath and the physician applied contrast agent into the lspv. The hemostatic valve slipped out of the hard plastic orange hub but did not break in pieces. The valve did not seal the sheath anymore. The valve was detached from the sheath and wrapped around the catheter. There was no blood return observed and to the physician¿s knowledge there was no air entering the patient¿s body. The issue did not require percutaneous or surgical removal. The physician changed the sheath and finished the procedure without harm to the patient. The procedure was successfully completed with no patient consequence. The hemostatic valve separation is MDR-reportable.